Event description:
Customer reports cracking and leaking occurs where the female luer attaches to the syringe on an alaris syringe module set. There was no patient harm or medical intervention. No additional patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: 04/23/2014. Internal file no: (B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.